Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter. When the device was inserted into the left atrium, the guide wire could not be advanced. When the catheter was pulled out of the body, the guidewire broke. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return as it was disposed.